Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, the catheter was opened and flushed and the flush port broke while on the back sterile field. It was noted that the catheter was also leaking fluid at the hub of the device. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, the catheter was opened and flushed and the flush port broke while on the back sterile field. It was noted that the catheter was also leaking fluid at the hub of the device. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was found to be detached from the luer. With the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported event was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.